Event description:
A male underwent evar in 2009. The patient's anatomical form was suitable for aaa repair, but had calcification and thrombus in the contralateral (left) iliac artery. Contralateral wire guide cannulation was difficult, so the physician used the up-and-over technique to complete the contralateral wire guide placement. (After placing an ipsilateral iliac leg first, a wire guide was inserted from the ipsilateral femoral site. Then the tip of the wire guide was captured by a snare, which was inserted from the contralateral femoral site. Then the tip of the wire guide was captured by a snare, which was inserted from the contralateral femoral site. Withdrawing the snare, the wire guide was advanced up and over the main body bifurcation and exposed out of the contralateral femoral site). Since there were calcification and thrombus in the contralateral iliac artery, the physician additionally placed another iliac leg graft to extend the contralateral seal. The distal site of the additionally placed limb was positioned immediately above the internal iliac artery. Final angiography revealed a distal type I endoleak was resolved, but a possible type iii or ii endoleak remained around the ipsilateral limb. The physician ballooned the ipsilateral limb connection with a balloon catheter and the endoleak was reduced. The physician judged it would be resolved after heparin in the blood was neutralized, so took a wait-and-see approach. Patient's outcome is unknown, as not provided by reporter.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, sizing requirements. No definitive cause can be reported at this time. Based on the provided event description, the suspect area contained thrombus and calcification. This may have been a contributing factor to the alleged type 3 endoleak, as the calcification could damage the graft during the ballooning process. Without further information and/or films, this cannot be concluded at this time. We will continue to monitor for similar incidents.